Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was reprogrammed to a new lv pacing vector due to loss of capture, following the recent development of complete heart block. The care team questioned whether to acquire a new reference template on the associated s-ICD, despite a note advising against it. Technical services advised that a new template may be appropriate given the potential change in qrs morphology. No adverse patient effects were reported. This system remains in service.